Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultralink meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started to read inaccurately on the morning of (B)(6) 2015, when he obtained alleged inaccurately high blood glucose results of ¿158 and 128 mg/dl¿ on the subject meter. Meter to feelings comparisons are invalid for the purposes of determining an inaccuracy. The patient manages his diabetes with insulin. He reported that at an unspecified time on the morning of (B)(6) 2015, he self-administered insulin. He alleged that at an unspecified time after obtaining the alleged inaccurate results, he developed symptoms of ¿cold sweats¿. He reported that also on the morning of (B)(6) 2015, again at an unspecified time, he consumed ¿more/food/drink¿. During troubleshooting, the cca established that patient¿s test strips had been stored correctly and the subject meter was set to the correct unit of measure. The cca walked the patient through a control solution test and the result was in range. Replacement products were sent to the patient. This complaint is being reported because, the patient alleged he obtained inaccurate high results with the subject meter and reportedly developed symptoms indicative of an acute diabetes excursion after the alleged issue with the meter started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.